Event description:
Pt participated in a (B)(4) study at vertebral levels 1, 2, 3 or 4 to evaluate the clinical and radiographic outcomes in pts diagnosed with cervical degenerative disc disease (ddd) between c2 - c7. Preoperative diagnosis was axial neck pain. Pt had been experiencing pain for 18 months. Pt was implanted with a vectra-t cervical plate and a cortico-cancellous anterior cervical fusion (cc acf) spacer at levels c6-c7 with pedicle screws at c6 and c7. Surgery date was (B)(6) 2007 and postoperatively pt experienced hoarseness and choking, requiring observation. This is report 1 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.